Event description:
The sphincterotomy instrument malfunctioned during the procedure. The pt began to bleed and an emergency sclerotherapy procedure was inititated. The sclerotherapy needle also malfunctioned at this time.the phincterotomy instrument malfunctioned during the procedure. The pt began to bleed and an emergency sclerotherapy procedure was initiated. The sclerotherapy needle also malfunctioned at this time. Device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.